Manufacturer narrative:
Nothing is being returned for examination, the device was disposed of by the facility. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment was not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At this point in time, no further action is warranted.

Event description:
Out affiliate is reporting that a piece of ceramic broke off of the distal tip of a vapr electrode and fell into the pt. The surgeon was able to retrieve the broken piece from the shoulder. The surgeon used another electrode to complete the case without further incident or harm to the pt.